Event description:
It was reported that during use, there was a catheter interlumen leak between the proximal cvp and inflation lumens. The plunger of the syringe on the balloon lumen was expelled as the injection on the cvp lumen was made. Clear fluid was seen emerging from the balloon inflation lumen, and blood was detected in the endotrachial tube. The physician suspected that this was the result of a pulmonary hemorrhage. The pt was suctioned and ventiliated with 100% oxygen, and was stabilized for continued surgery.